Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg and the patient programmer. A communication error would display on the programmer. A company representative met with the patient and was unable to establish any communication between the patient's scs ipg and external devices, the ipg was considered inoperable. The patient stated he had not maintained a charging schedule. Subsequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one.